Event description:
It was reported that two (2) protection sleeves would not slide through the aiming arm during a pre-operative device check on the back table of the operating room on (B)(6) 2015. Another aiming arm was available and used to target the most proximal of the distal locking screws, just above the spiral blade, for the surgical procedure. There was no surgical delay or patient harm. It was reported that the procedure was successfully completed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient date of birth/age and weight are unknown. Additional product codes for this report include fsm. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: june 21, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: two 12.0mm/8.0mm protection sleeves 188mm (part 03.010.063, lots 1496025 and 1851786) were received with the reported complaint that the two protection sleeves would not slide through the aiming arm. The complaint condition is confirmed as severe scraping of the protection sleeves has caused the devices to no longer fit together. Since the specific circumstances at the time of the damage are unknown, the root cause cannot be definitively determined. However, it is most probable that the method of use and handling resulted in the severe scraping and subsequently the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation shows that these devices are used during locking of the instrumented end of the retrograde/antegrade femoral nail (r/afn). The protection sleeve is used through the aiming arm for insertion of the superior locking screw when using the spiral blade locking option. Information regarding proper use and maintenance is provided per the titanium cannulated retrograde/antegrade femoral nail technique guide. The protection sleeves show deep scrapes in both circumferential and saw tooth patterns along the shaft of each device. The balance of each device is in intact and in good condition. When each protection sleeve was functionally tested with the returned aiming arm, the sleeves could only be inserted 20mm and 45mm due to the excessive scraping along the shaft. Thus, the complaint condition is confirmed and could be replicated. A review of the current design drawing and the drawing revision at the time of was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.